Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation, along with five sterile units from the same lot. The five sterile units were inspected and no visible damage to the devices were observed. Upon inspection of the event unit, engineering noted the cannula was broken in half. The probability and criticality of harm resulting from this failure mode has been evaluated and found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted prostatectomy: "during the procedure the cannula is broken. There was no unusual instrument changing". Additional information received via email on november 16, 2016 from an applied medical representative: "the sleeve is broken during the surgery (davinci prostatectomie) - the ctb71 was the optictrocar. There was no manipulation - only a low pressure and the sleeves were broken. In the picture the flaw can be seen. No plastic fragments were left in the cavity." A second cer will follow for another lot with same batch, second cer is (B)(4). Due to quality reasons customer does not want to use the remaining products from the same lot. Type of intervention - "n/a". Patient status - "ok".